Event description:
Iab inserted on 2/19/92 @ 0900. On 2/23/92 @ 0915. Iab tubing & safety chamber noted to have blood in it. Iab d/chemodynamics/vital signs unchanged. Iab removed from service. Pt. Remained off iabdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.